Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed due to unspecified mechanical complication. A different lens model was implanted as the replacement. Suture was placed but incision was not enlarged. Additional information has been requested but has not been received.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation and the lot number was not provided; therefore a DHR review could not be performed. Based on the current information, the root cause of the event could not be conclusively determined.